Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0llhm, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient fell on the ice five days prior to the report, and since that day or the next day the patient had no stimulation sensation. The patient noticed a problem with the patient programmer the day of the report, and the programmer was not able to communicate or make adjustments either with or without the antenna attached. The patient saw an ¿x¿ and a question mark on the programmer. The patient misinterpreted her programmer and two days later the device was working without complications.